Event description:
It was reported the patient felt pain and burning sensation around his ipg site whether stimulation was on or off. He stated the issue has occurred for a while, but he could not recall the date when it began. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.